Manufacturer narrative:
The reported issue was unconfirmed. The root cause was unable to be determined as the issue was unable to be duplicated. The device was evaluated and the reported issue was unconfirmed as it was unable to be duplicated. No repairs were made. The device underwent an est, calibration and functional check and passed all applicable tests. The reported event is unconfirmed the risk review is not required. The device was returned for evaluation. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device got several low flow alarms and appeared to be an issue with the pumps. The device was no longer pumping the water or running the internal water circuit. The device was taken away and replaced by another one. The unit was switched to another console to continue the therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device got several low flow alarms and appeared to be an issue with the pumps. The device was no longer pumping the water or running the internal water circuit. The device was taken away and replaced by another one. The unit was switched to another console to continue the therapy.